Event description:
I am a diagnosed (c1, c2) quadriplegic on a respirator which I have been for the past 30 years. On (B)(6) 2025, I switched over to a new respirator by reacthealth called vocsn and it does not work by prohibiting the patient from being able to sleep on the device. I have contacted reachhealth about the vocsn respirator and they are refusing to take the situation seriously. There are two main problems with the vocsn respirator: 1) the device was put on the market without adequate testing or 2) reachhealth has not trained anyone properly on how to use the respirator as everyone who attempts to help is guessing on how to program the device. Being on a respirator 24/7/365 is no laughing matter as the consequences are life and death on whether a device functions properly. And right now it, seems the vocsn is not able to meet the needs of people who need it the most. The vocsn respirator is intended to be a support for individuals who have various breathing issues; ranging from sleep apnea to individuals who cannot breathe due to a spinal cord injury. I personally fall in the ladder category as I physically cannot breathe on my own and have required the support of a machine since I was seven years old. What occurs is that as the patient on the vocsn starts to fall asleep, their muscles relax, causing the brain's mental state to shift from focusing exclusively on trying to control the breath the vocsn delivers to ignoring it. This results in the alarms going off, indicating that the tubes are disconnected when, in actuality, they are not. The vocsn respirator's purpose is to help people with impaired diaphragms breathe while they are either awake or asleep, which it does not accomplish. The most troublesome aspect of reachhealth's vocsn respirator is its corporate structure in that they refuse to take responsibility for how the respirator works nor train people how to use it properly and pass the task onto dme providers to figure it out. Reachhealth should be willing and required to work with their customers using their product to make sure it functions correctly. The fact that reachhealth has been able to make a defective product and pass it on to the customer without any responsibility is insane, especially when it deals with a medical device. That would be like me starting a car company, knowingly making the car not safe and selling it to people by saying, "best of luck to you, and I hope you don't die." As they are walking out the door. That being said, something needs to be done with reachhealth's vocsn respirator because if something does not change soon someone is going to get hurt if not die from a faulty respirator which will open them up to litigation for designing a product, selling a product to customers, and refusing to help their customers.